Event description:
It was reported that approx 3 months post-op, a screw was broken at s1. The pt underwent a revision surgery to remove and replace the broken screw.

Manufacturer narrative:
The device was not returned to medtronic for evaluation. Unable to determine cause of the event.